Manufacturer narrative:
This report is submitted on july 20, 2021.

Manufacturer narrative:
This report is submitted on june 11, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery.